Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash described as itchy, red, and bumpy skin. The patient consulted his physician who recommended discontinuing use of the device due to the rash. Follow-up indicated that the rash had improved and that the patient discontinued use of the device.